Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 29 to 50 mg/dl at the time of the incident. The customer ate fast food, bolused, went to bed, and dropped low. The customer stated that he may have over bolused. The customer was at 80 to 90 mg/dl at the time of admission, and 245 mg/dl at the time of the call. The customer was given glucagon, food, glucose tablets, and juice to treat. The customer experienced symptoms such as inability to speak, think, or move. The customer was wearing the insulin pump during the incident, and removed it when they fell out of bed. Troubleshooting was not completed as the caller declined. The insulin pump will not be returned for analysis.